Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with trace ketones; cause unknown. The customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider on diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.